Event description:
It was reported that the ilet user experienced elevated blood glucose and believed the algorithm was maladapted due to announcing breakfast as ¿more than usual,¿ leading them to consider a factory reset. Education was provided to avoid announcing incorrect meal sizes and to use additional troubleshooting. Symptoms included hyperglycemia peaking at 201 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.